Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report that they were getting a repeated erbe generator errors. They were currently in the middle of surgery at the time of the call. They power cycled the erbe generator multiple times. Tse explained that a repeated c-34 and m-11 errors will require a replacement of the erbe generator. Tse suggested that they can use a backup generator and caller stated that they did not have a backup generator. The procedure was completed with no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the same erbe generator; the technical support team changed the erbe vio generator the day after the reported problem. The procedure was completed. The generator's issue involved a delay of 15-20 minutes.